Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity/multiple sclerosis indications for use. It was reported that the pump was refilled last week and the patient reported that the pump started beeping again on friday. The healthcare provider (hcp) stated that it was an hourly and non-critical alarm. The hcp confirmed that the pump had reached a low reservoir prior to the refill last week. The patient had magnetic resonance imaging (MRI) recently. The agent reviewed information around concurrent alarms and advised the hcp on how to silence the alarm. The troubleshooting steps that were taken on the call resolved the issue.